Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons sticking when pressed. In addition, it was reported that the keypad buttons have to be pressed very hard in order to respond. There was no adverse event associated with this complaint.